Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from september 27, 2022, to september 28, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking lipid tpn from an unspecified location. This was identified during visual inspection of the finished product, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.